Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, a field service engineer guided customer through the process to recover the failed drawer. Customer confirmed the issue was resolved and provided approval to close the call. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es k5 drawer 1.1 displayed a device not detected on bus message, and the user was unable to access any drugs in that drawer. The customer attempted to recover the drawer by performing a maintenance reboot as well as powering the unit off and on for five minutes; however, neither attempt was successful. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.